Event description:
The customer contact reported the patient received more medication that intended. At an unspecified time, the pump was programmed to deliver an unspecified concentration of heparin at a rate of 21.2ml/hr, with a vtbi (volume to be infused) of 200ml, and the delivery was started. No further programming parameters were provided. It was reported that 4 hours later, the device alarmed with n232 (proximal air a, backprime). At this time, the nurse noted the heparin container was empty. Ptt (partial thromboplastin time) levels were drawn. At an unspecified time, one ptt level was greater than 100 seconds. No medical interventions were required. The device was removed from clinical service. There were no reported adverse patient sequelae. During testing at the user facility, the device passed testing for delivery accuracy. Though requested, no additional information was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 19.6ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/-ml (+/-5%). The pump history was downloaded at the manufacturing facility. A review of the history indicated that on (B) (6) 2009 at 0942, line a was programmed in the dose calculation mode, to deliver heparin, with a drug, concentration of 25000units/250ml, a dose of 2125.500units/hr, a rate of 21.2ml, a vtbi (volume to be infused) of 200ml for a duration of 9 hours and 26 minutes. At 1154, the delivery on line a was stopped. At 1155, the delivery on line a was restarted at the previously programmed rate, with a vtbi of 153ml, and duration of 7 hours and 14 minutes. At 1311, line a alarmed with n232 (proximal air a, backprime). At 1313, the device was turned off. Review of the pump history indicates the pump delivered as programmed. (B) (4)